Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap on the dark blue connector. A visual inspection with the naked eye and magnification identified damage on the threads of the dark blue female connector. Functional testing including leak, clear passage and clamp function testing was performed; leak testing noted leakage at the damaged area of the female connector when tested with both the minicap returned with the transfer set and an in-lab minicap. The reported condition of damaged twist clamp was not verified; however, a leak from the damaged female connector was identified. The cause of the damaged female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.